Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it is likely the coating was peeling off the insertion section due to stress applied during use of the device, handling of the device, and/or external factors. However, a definitive root cause could not be determined. Further evaluation of the device confirmed the customer¿s reported leakage issue, and found it was due to holes in the bending section cover (a-rubber), caused by external factors. The adhesive of the bending section cover was chipped. There were wrinkles in the insertion tube due to external factors. The angle lever was observed to be cracked, and the universal cord was crushed, due to external factors. Several of the device components demonstrated scratches due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that leakage bubbles were detected from the tip side during testing of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the insertion tube coating was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off]. Additional details were requested regarding the reported event; however, no further information was provided.